Manufacturer narrative:
Na.

Event description:
The customer received a questionable low ca2 calcium gen.2 result for one patient sample from the cobas 6000 c501 module. The initial result was 6.4 mg/dl and was reported outside of the laboratory. The ER called and requested repeat testing. The repeat result was 9.1 mg/dl and a corrected report was issued. There was no adverse event and the patient was discharged from the ER. The reagent lot number was 32443101 with an expiration date of 31-may-2019. The field service representative could not duplicate the problem. He replaced the rinse mechanism nozzle tips and found a detergent line disconnected from the vacuum vessel which he reattached. He adjusted the rinse mechanism rinse volumes and verified the probe alignments and wash levels. He ran mechanism checks and successful precision testing. The customer ran successful qc.